Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in the body. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the rca. After pre-dilatation, the 3.5 x 28 mm xience v was advanced, but would not cross. The stent delivery system (sds) was removed and additional pre-dilatation was performed. The 3.5 x 28 mm xience v was advanced again and while dottering, the stent dislodged in the calcium. At first the stent could not be found, but it was finally located under fluoro in the iliac artery. No attempts were made to retrieve the stent. There were no pt effects. The physician did not initially report this because he does not feel there was a device issue. It was procedural related. No additional event or pt info is available.

Manufacturer narrative:
It is likely that the lesion characteristics contributed to the difficulties experienced. The xience v IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this instance, based on the info received with this complaint, the failure to advance and the subsequent stent dislodgement appear to be related to circumstances of the procedure and not a product quality deficiency.